Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) could not complete an autothreshold test. Additionally, it was discussed that this system has exhibited high pacing threshold measurements since implant. An additional visit to the facility was required to adjust the output and set-up further follow up appointments. No adverse patient effects were reported. The device remains in service.